Event description:
It was reported that a user experienced persistent hyperglycemia with a meter reading ¿high,¿ remaining above 400 mg/dl despite a meal announcement and insulin delivery via the ilet with a cd23 infusion set; the user confirmed no leakage from the pump, no bent cannula, no bleeding, and that the prior site was at an area historically used for injections. Symptoms included hyperglycemia. Outcomes included continued elevated glucose at 394 mg/dl at the end of the call and resumption of insulin after an infusion set change to a different body site. Investigation included remote troubleshooting and education, including guided infusion set replacement and site rotation. Investigation of this case revealed a suspected site absorption issue possibly related to scar tissue, with no device malfunction observed and normal infusion set appearance upon removal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.